Manufacturer narrative:
Based on the clinical assessment of this event, the most likely cause of the reported compromised stent graft integrity could not be determined due to lack of any medical records/imaging surrounding the event. The most likely cause was the use of strata material, however, this could not be definitively confirmed. No procedure-related, user-related, or anatomy-related issues, and/or cautionary/off-label, product use could not be determined. The final patient disposition post repair is unknown. A review of the device quality records was unable to be performed due to lack of product information. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient was implanted with afx devices to repair an abdominal aortic aneurysm. It has been reported to endologix that a type 3b endoleak was discovered. At the time of this report the patient, device details, date of initial procedure, and when and how the endoleak was discovered are unknown. It is unknown, but assumed, that the physician repaired the endoleak with a non-endologix device.